Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that bd insyte-n autoguard catheter broke and leaked. The following information was provided by the initial reporter, translated from portuguese to english: breaks easily when the catheter is inserted into the yellow part of the device, causing leakage.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 38181114 and lot number 3349301. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.